Event description:
The customer stated that her blood glucose readings had been higher than usual. While troubleshooting, control tests were performed. The customer received readings of 468 and 569 mg/dl. The normal control range was 97-134 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found 2 out of 4 returned test strips to read an average of 120 mg/dl high, out of specification. The reagent on the test strips also appeared to be deteriorated.